Event description:
Patient had device failure of pacemaker generator. Patient has hx of sick sinus syndrome and is intermittently pacemaker dependent. No harm came to patient who returned for replacement of his pacemaker generator in 2005 and was discharged later that day without complications.